Event description:
It was reported that the ilet would power off whenever removed from the charger, display a black screen, and require reconnection to the cgm as if restarted when placed back on the charger, consistent with battery depletion and a suspected power subsystem malfunction; blood glucose reached 400 mg/dl during the incident, and the user reverted to backup subcutaneous insulin therapy. Symptoms included no physical symptoms reported. Outcomes included device replacement arranged and continued diabetes management using cgm and backup insulin therapy without need for medical intervention. Investigation included customer service troubleshooting, review of use conditions, and coordination for device return and data handling. Investigation of this case revealed a malfunction related to the device power/battery component that prevented operation on battery and triggered repeated restarts, consistent with a device hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was device hardware failure related to the battery or internal power management circuit.